Event description:
It was reported that the device is "leaking tts cuff". Cannula has been reprocessed twice and there is a hole in the cranial cuff. A second cannula was used as a replacement. The incident occurred while in use with the patient.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.